Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted there were a few serosal tears of the small bowel, with injury and 2 serosal tears to the large bowel and transverse colon. Lysis of adhesions dominated the 1st hour of the case, delineated the entire anatomy of the colon. Devitalized omentum had to be removed and a reduction because of the mesh being migrated into the peritoneal cavity. It was reported that the patient experienced severe pain, inflammation, small and large bowel injuries and adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/27/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.